Event description:
It was reported that an occlusion alarm occurred. Subsequently, the customer experienced an elevated blood glucose (bg) displayed as "high". A specific bg value was not provided. The customer changed supplies to address their bg and to address the issue.